Event description:
Boston scientific received information that the patient with this pacemaker, experienced a syncopal episode and was subsequently hospitalized. The device was interrogated and revealed extended pacing pauses for several beats, an increase in thresholds and possible noise. A carotid pressure test was performed and came back positive. In addition, automatic capture (ac) was enabled in this device and when the patient came to the hospital the right ventricular (rv) amplitude was found to be at 3.5 v. The intrinsic amplitude could not be measured, and a failure message was observed during diagnostic testing. The device was reprogrammed to increase the pacing amplitude from 3.5v to 5.0v and this did not alleviate the problem. The device was suspected to be in retry mode. A lead integrity testing was performed and revealed a rise in shock impedances from 500 to 900 ohms (the model and serial number of this lead is unknown). A lead fracture was suspected on the ventricle lead. A revision procedure was performed and the device and lead were successfully replaced and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the device and lead were successfully replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.